Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1 (initial reporter city, state): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was detached and slightly blackened. Additionally, the cutting wire was severely kinked. The cutting wire was observed under magnification and one side of the cutting wire was slightly blackened, and the cut of the other side of the cutting wire was smooth. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was detached, and slightly blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope when energy was applied or if the device exceeded the maximum of voltage during the procedure. Additionally, severe kinking of the cutting wire could contribute to the break in the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic sphincterotomy (est) procedure. The procedure date is unknown. During the procedure, the cutting wire of autotome rx 44 was angled in order to cut the papilla. When current was applied to make the incision of the papilla, a crackling sound was heard and it was found that the cutting wire broke which became unusable. No part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Initial reporter city, state): (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic sphincterotomy (est) procedure. The procedure date is unknown. During the procedure, the cutting wire of autotome rx 44 was angled in order to cut the papilla. When current was applied to make the incision of the papilla, a crackling sound was heard and it was found that the cutting wire broke which became unusable. No part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.